Event description:
In 2008, the primary surgery (l1/2:plif, l3/4:tlif, l5/s1:tlif) was performed for l3 compression fracture and stenosis. At approx 3 month later, it was found that the both screws (6.5x50 mm) on s1 which was bicortically placed were fractured at point approx 35mm from the tip. In 2009, the pt was revised. In the revision, the screws at s1 were removed (the fractured tips were remained in the pt) and screws (6.5x35mm) were placed at the sacrum wings also screws (7.5x70mm) were placed at acetabular bone, then l1, s1, and the acetabular bone were connected by rods s1 and the acetabular.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.